Event description:
It was reported by service report that the fowler was not raising or lowering - it was locked in place. It is unk if there was pt involvement or if there are adverse consequences to report.